Event description:
Boston scientific received information that this system was recently implanted and was exhibiting pacing impedance measurements greater than 2000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant recommended the impedance range from the system guide is 450-1800 ohms. The consultant attempted to obtain additional details and the call was ended. This product issue will be updated if additional information is received.